Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during operation the guidewires hydrophilic coating was rough and peeling.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 guidewire with coating flaking off the guidewire leaving the guidewire exposed. Also received 2 photo samples. First photo sample shows top view of guidewire within packaging. Second photo sample shows peeling of the coating on the guidewire as the coating is flaking off. Therefore, the reported event is confirmed. DHR review did not show any problems or conditions that would have contributed to the reported event. Labeling was found to be adequate. Correction: d,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during operation the guidewires hydrophilic coating was rough and peeling.